Manufacturer narrative:
(B)(4): information was not provided by the contact. Balloon damaged. Obstruction is a recognized adverse event the straight band with 3.5 cm of catheter, a tab piece and the velocity port with the locking connector and 41 cm of catheter were returned for analysis. Upon visual inspection, the tab was cut from the band. The catheter was cut off the band at 3.5 cm from the catheter connection. Three fold lines were observed on the balloon. A puncture of 1 mm was observed at 11cm from the catheter connection. The port was returned with hooks deployed, and the actuator ring in the locked position. Biological tissue was observed around hooks and in the port mechanism. There were punctures observed on the septum. The locking connector was locked. The port was tested for leaks and blockage and none were found. In addition, the balloon was leaked test and failed due to the condition of the device. The complaint cannot be confirmed. Device analysis would not assist in determining potential or probable cause of obstruction. A review of the product's instruction for use (IFU) was performed with respect to the reported event. It noted that obstruction is a recognized event associated with gastric banding. Detailed instructions are provided on how to avoid obstruction the patient has to follow a dietary regime and be followed by a specialist during all time band is implanted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
Additional information provided. (B)(6), 2010 the patient presented with an obstruction and had 3cc's of fluid in the band at that time. (B)(6), 2010- patient was vomiting 1 time per week- removed 3/4cc. (B)(6), 2010- vomiting continued- band emptied completely. (B)(6), 2011- barium swallow- distended esophagus. (B)(6), 2011- band explanted, pocket of puss around band. Band was in correct position with regard to stomach. There was no slippage, but band was adherent to undersurface of left lobe of liver. The patient was compliant with diet. Nevertheless, the dysphagia was constant. The patient had lost over 100 lbs.